Manufacturer narrative:
Additional information was added to h3, h6, and h10. H10: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. Functional testing including leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the main body during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set. The connector was spirally detached, and resulted in the "failure to separate the liquid medicine connector from the infusion tube connector". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.